Event description:
It was reported that (B)(4) 2019, in changxing people's hospital, doctor found hinge of the clip broken during loading into applier prior to use on patient.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/box, lot# 73k1800424 was manufactured on (B)(6) 2018 a total of 10,332 pieces. Lot was released on (B)(6) 2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge and clip were visually examined with and without magnification. Visual examination revealed that the cartridge contained a broken clip. The clip was manually removed from the cartridge. The clip had a broken pierced boss and pierced leg-tip. The clip was also broken at the hook side leg. There were no intact clips remaining in the cartridge. R & d was consulted. The boss break was found to be a result of porosity in the boss area that was likely caused by trapped gas or air in the material, from insufficient mold cleaning during a long production run. The root cause is teleflex's lack of specification around boss requirements leading to insufficient controls of porosity/run times at the supplier. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The clip was returned with a broken pierced boss and pierced leg-tip. The root cause is teleflex's lack of specification around boss requirements leading to insufficient controls of porosity/run times at the supplier. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken clip - multiple locations" was confirmed based upon the sample received. The cartridge contained a clip with a broken pierced boss and pierced leg-tip. The clip was also broken at the hook side leg. There were no intact clips remaining in the cartridge. The boss break was found to be a result of porosity in the boss area that was likely caused by trapped gas or air in the material, from insufficient mold cleaning during a long production run. The root cause is teleflex's lack of specification around boss requirements leading to insufficient controls of porosity/run times at the supplier. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2019, in (B)(6) hospital, doctor found hinge of the clip broken during loading into applier prior to use on patient.